Manufacturer narrative:
The failure was confirmed by the qa technician through visual inspection. The pin holding the head on the device was missing.

Event description:
The radiolucent right angle drive was returned to stryker instruments for service. During functional testing by a service technician, it was found that the machine screw is broken off and straight pin is missing from the drill head. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The radiolucent right angle drive was returned to stryker instruments for service. During functional testing by a service technician, it was found that the machine is broken off and straight pin is missing from the drill head. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.